Event description:
It was reported that patient "left lead" had some issues. Patient stated that it is in the vein and vibrating. Boston scientific technical services (ts) referred patient to physician. This lead remains in service. No adverse patient effects were reported.